Event description:
It was reported that the patient was explanted of her cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.